Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that they replaced their previous implant in 2024 because it became "ineffective". On 2026-jan-29, additional information was received from a healthcare professional (hcp). When asked if the reason the patient¿s device became ineffective was due to normal battery depletion, they said no. They further explained the details of the issues this patient had been having since implant. The patient noted that they had minimal difference in their symptoms since the implant of this device. They met with patient on many occasions to try and help improve things. In (B)(6), the patient was seen and indicated there was no change in symptoms. In (B)(6), the patient reported some slight improvement. In (B)(6) the patient¿s symptoms were much worse and were just getting worse and worse, so they contacted the manufacturing representative (rep) to help, but there are no notes in their records as to if the rep contacted the patient. The patient wasn't seen again until (B)(6) 2024 to follow up about their device because the patient was having ng no control. At that time, they were thinking the device may need to be replaced, so they had scheduled something, but then it got cancelled for an unknown reason. Then the patient was seen again in (B)(6) where they said there was still no improvement. An impedance test was done at this appointment and there were impedance issues on electrodes 0, 2, and 3. The cause of the impedances were unknown. The patient was then scheduled for a replacement.